Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with tvh, bso, repair of incidental cystotomy, replacement of left ureteral stent due to cystocele, rectocele, and uterine prolapse with urinary stress incontinence. It was reported that patient underwent cystoscopy on (B)(6) 2012 due to history of utis and bladder injury after gyn repair. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence. It was reported that the patient concurrently underwent total vaginal hysterectomy and bilateral salpingo-oophorectomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.